Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement procedure for better programming option. The patient was doing well postoperatively.